Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperable channel b stop key was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition. However, the channel b pumphead module keypad was replaced as a precaution. This device is an unremediated colleague pump with a user interface module software version of (B)(4).

Event description:
It was reported that the device was used during an unknown procedure and it would not fire. Another device was used to complete the case. There was no consequence to the patient.

Event description:
The facility reported a colleague infusion pump with an inoperable channel b stop key, which was discovered during a patient infusion in the facility's special care unit. Therapy was stopped and the pump was swapped out in order to continue the infusion on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event and the patient has been discharged. No additional information is available.the user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The pump was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.